Event description:
(B)(4). Itchy, burning rash on breasts, neck, face, in hair, around eyes, in ears, nose, period stops, vaginal discharge-no odor, loss of libido, bleeding/spotting after sex, long menstrual cycles, urgent/frequent urination, breast pain/tenderness, all over body aches/pain, gas, diarrhea, bloating, bowel issues, dizziness, brain fog-cloudiness, forgetfulness, abdominal spasms/twitching/fluttering, abdominal pain, depression, fainting, vitamin d deficiency, allergic reactions, rashes, acne, skin irritation/itching, heart palpitations, hair loss, thyroid issues, weight gain, vision problems-blurred vision, dry skin/hair/eyes, positive autoimmune ana nonspecific, joint pains, hair loss.